Event description:
It was reported that during the pta treatment procedure, the balloon on the symmetry small vessel balloon dilatation catheter did not rewrap prpperly during deflation. The device was successfully removed. No patient injuries or complications were reported. The patient's status was reported as 'fine'.